Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00372 and MFR. Report # 3005099803-2012-00373). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when advancing the hydratome down the scope, it was noted that the catheter was kinked. A second hydratome was obtained. When attempting to bow the second hydratome, the device would not bow. After removing the device from the patient it was noted that cut wire with the anchor had detached from the tip but remained intact to the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00372 and MFR. Report # 3005099803-2012-00373). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when advancing the hydratome down the scope, it was noted that the catheter was kinked. A second hydratome was obtained. When attempting to bow the second hydratome, the device would not bow. After removing the device from the patient it was noted that cut wire with the anchor had detached from the tip but remained intact to the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown. However, patient is over 60 years old. Reported event of catheter kink. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, however, no kinks were present. Additionally, the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 15 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.